Event description:
The facility reported an as50 pump which alarmed error code "m0005" during patient infusion of epinephrine. The infusion stopped and the patient's blood pressure dropped to 64/30. The pump was replaced and the epinephrine treatment was titrated to increase the patient's blood pressure. Although additional clinical information and the name of another contact person was requested, it was not provided.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow up report will be filed upon completion of the evaluation or if additional information becomes available.